Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via webform that the insulin pump had a damaged ring, that the reservoir was unable to lock in place, and also the reservoir leaked. No further details were reported. Customer's blood glucose value was 180 mg/dl and 300 mg/dl. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.